Manufacturer narrative:
MFR report # 3003721894-2018-00387 is associated with argus case (B)(4), corega denture adhesive cream. Corega denture adhesive cream is marketed as super poligrip in the us.

Event description:
Teeth surgery [dental operation]. Gun swollen [gum swelling]. Tooth extraction [tooth extraction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of dental operation in a male patient who received double salt dental adhesive cream (corega denture adhesive cream) cream (batch number 835n, expiry date april 2020) for product used for unknown indication. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced dental operation (serious criteria clinically significant/intervention required), gum swelling and tooth extraction. Corega denture adhesive cream was continued with no change. On an unknown date, the outcome of the dental operation was recovered/resolved and the outcome of the gum swelling was not reported and the outcome of the tooth extraction was unknown. It was unknown if the reporter considered the dental operation, gum swelling and tooth extraction to be related to corega denture adhesive cream. Additional details: consumer informed that the suspect product (corega denture adhesive cream) had durability less than 5 hours (consumer condition). The consumer had surgery for extraction of his teeth from the upper mouth and he was using the suspect product with the swollen gum, which caused the suspect product not to have the durability of up to 12 hours. The suspect product was a free sample. The consumer informed he was already using the suspect product before the surgery.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of dental operation in a male patient who received double salt dental adhesive cream (corega denture adhesive cream) cream (batch number 835n, expiry date april 2020) for product used for unknown indication. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced dental operation (serious criteria clinically significant/intervention required), gum swelling and tooth extraction. Corega denture adhesive cream was continued with no change. On an unknown date, the outcome of the dental operation was recovered/resolved and the outcome of the gum swelling was not reported and the outcome of the tooth extraction was unknown. It was unknown if the reporter considered the dental operation, gum swelling and tooth extraction to be related to corega denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: consumer informed that the suspect product (corega denture adhesive cream) had durability less than 5 hours (consumer condition). The consumer had surgery for extraction of his teeth from the upper mouth and he was using the suspect product with the swollen gum, which caused the suspect product not to have the durability of up to 12 hours. The suspect product was a free sample. The consumer informed he was already using the suspect product before the surgery. Follow up received on (B)(6)2018: after a clarification with call center, now it's clear that the patient expirienced gun swollen after a teeth surgery. So this case will be deleted.

Manufacturer narrative:
(B)(6) is associated with argus case (B)(6), corega denture adhesive cream. Corega denture adhesive cream is marketed as super poligrip in the us.